Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. However, no malfunction of the 2008k hemodialysis (hd) machine was alleged, observed, or identified by the user facility during the patient's final hd treatment. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008k hemodialysis (hd) machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A nurse at the user facility reported that a patient death occurred. The following details were provided for the adverse event. The patient was a hemodialysis (hd) patient at the time of the incident. It was reported that the patient expired due to hypoglycemia. Attempts to gather additional event related information have been unsuccessful. Therefore, the current status of the machine is unknown and it is not known if the unit has been returned to service at the user facility. No malfunction of the 2008k hd machine was observed or identified, prior to, during, or following the hd treatment. The machine was not available to be evaluated by the manufacturer.

Manufacturer narrative:
Conclusion: there is no documentation in the complaint file that indicated a temporal relationship with the 2008 k machine and the patient¿s reported hypoglycemic event and cardiac arrest event resulting in patient¿ death. Additionally, there is no documentation in the complaint file that supports a causal relationship. There have been no reported allegations of a 2008 k machine malfunction causally associated with the patent¿s reported hypoglycemic event and cardiac arrest/death event. The etiology of the patient¿s reported hypoglycemic event and cardiac arrest are unknown.

Event description:
Information in the complaint file and 3 pages of medical records received were reviewed. On (B)(6) it was reported by a peritoneal dialysis (pd) nurse this patient with end stage renal disease (esrd) on hemodialysis (hd) therapy died on or about (B)(6) 2017 due to hypoglycemia. The patient¿s esrd death notification form received revealed the patient¿s primary cause of death was cardiac arrest (unknown cause) at home. There were no secondary causes indicated on the esrd death notification form. Date and details of the patient¿s last hd treatment prior to death were unknown. The pd nurse also reported the patient was previously on pd therapy and was switched to hd therapy sometime after (B)(6) 2017 (unknown reason).